Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h6.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Clarification d.4 serial number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "spontaneous combustion" possible deflation/rupture.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: delamination observed assessed as adhesive failure. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: g.1; h.3; h.6.

Event description:
Healthcare professional reported right side deflation. Device was explanted.